Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site (date not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.